Event description:
Received a report from a retail account informing the co, that a consumer had contacted them indicating customer would be seeking a medical examination for cut(s) received from a tampon applicator during insertion.